Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia, fainted, fell and hurt their leg. It was further reported that the implantable pulse generator (ipg) exhibited premature battery depletion. It was also reported that high impedance was noted on the right ventricular (rv) lead. The ipg was explanted and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.